Event description:
Complainant alleged that staff was monitoring pt (age and gender unknown) under going a pacemaker implant. The pt was being monitored with a multifunction cable and multi-function electrodes. The device would pick up the pt rhythm for twenty minutes and then go flat line. The monitoring was continued using another defibrillator (MFR unknown). There was no adverse effect on the pt.